Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated 7 times at 9atm for 5 seconds. However, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and patient was good post procedure.